Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable high inr result from a coaguchek vantus meter serial number (B)(4) compared to the stago laboratory method. The meter result at 10:51 am was 4.5 inr. The laboratory result at 11:15 am was 3.0 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer has a history of anemia. The customer was recently taking an antibiotic but has been off of it for a few weeks.